Event description:
The patient was revised due to tissue reaction. Patient complained of pain and surgeon found the pseudo tumor, and determined the revision surgery.

Manufacturer narrative:
Examination of the returned devices by depuy materials science found no unusual wear features on the articulating surfaces of the returned femoral head and liner. Edx and sem confirmed intergranular corrosion, it is not known if surgical or patient biological factors may have contributed to the corrosion . Follow-up for additional event information was conducted utilizing work instruction wi-7915, rev c. No additional information was obtained. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.